Event description:
American medical systems monarch sling was used to correct incontinence and urgency. Since surgery pain when doing nothing at all, pain during and after sex, scar tissue on labia, have not yet tried to remove but will be doing so soon.